Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmissions. It was noted that the pulse generator was in back-up mode. The patient was brought into the clinic for troubleshooting. Device download was performed successfully.